Event description:
My husband, "(B)(6)," born on (B)(6) 1942 received a valve replacement on (B)(6) 2018. It failed and deteriorated and he died on (B)(6) 2023. Abbott trifecta tissue heart valve; "st jude medical center". Serial no: (B)(6), model t5-25a; 1-800-344-5833. It don't have access to medical records. My husband was admitted to (B)(6) medical center on (B)(6) 2023 and died on (B)(6) 2023. Hospital address and phone: (B)(6), phone (B)(6). There were multiple tests.